Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch #mw 5111856. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle of the bd¿ luer slip-tip syringe with attached needle broke off into the patient's arm during the medicine administration. No further information was provided. The following information was provided by the initial reporter: :bd tb syringes do not have safety needle. Needle can come unattached during administration of medication. During administration the needle came off syringe, leaving needle in the patient arm. This caused an increased risk of staff needle stick."